Event description:
It was reported that the patient presented to the hospital for a pulse generator upgrade procedure. Interrogation of the pulse generator noted that the right ventricular (rv) lead was oversensing noise resulted in inappropriate mode switch episodes. The rv lead also exhibited low pacing impedance measurements. The lead was capped and replaced on (B)(6) 2025. No adverse consequences reported on the patient.